Event description:
It was reported while the patient was sleeping, they had a seizure and the paramedics were called. Patient's mother confirmed the patient was wearing a pod and the dexcom was not connected during the time of the incident. The controller was in manual mode. The pod as worn on the patient's leg for 72 hours or longer. Patient's mother did a finger prick blood glucose test and the levels measured 3.9 mmol/l (70 mg/dl) at the time the patient had a seizure. The paramedics arrived to the patient's home and the patient was treated with 2 lyft glucose tablets. It was also noted the patient has been through many exams at the hospital after this incident and "it is not related to the omnipod but dexcom." The pod was discarded and is unavailable for return. Insulet notified dexcom of the incident on 15-oct-2025.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported medical intervention. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.